Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh0224 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by nurse that over three months after the placement of the catheter, it was found that during the infusion, fluid extravasation occurred from the exit site. The facility removed 2cm of the catheter, and reported finding that 2cm within the exit site was damaged. They trimmed the broken site of the catheter and exchanged the extension tube. Now the catheter is being used. There were no injuries to the patient.